Event description:
The patient received his scs system in 2007. It was reported that the patient developed an infection at the ipg implant site. The patient's system was explanted 3 months later. Follow-up on the patient found that he is healing up from the infection and should received another scs system upon recovery.

Manufacturer narrative:
Evaluation codes. Method: additionally, device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.